Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that pump had an intermittent power issue that occured just after a battery change. There was no damage, moisture, or corrosion. The battery cap is securely seated. The patient had a blood glucose (bg) over 600mg/dl with no symptoms or ketones. This complaint is being reported as the power issue may have lead to under delivery and the elevated bg.